Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about 10 days prior, patient hit their head and fell backwards against a door and landed on their butt near the bottom of the hip and it has been hurting. Yesterday when patient was in a pet scan it really hurt because there was pressure on the device. The device has moved and its near the surface of the skin. Today patient went to check the device with their programmer and all the sudden it started going off like crazy right next to their anus and it really hurts to sit down and to lay down. Asked patient what button they pressed when they went to check their ins status. Patient indicated they pressed the stim on button. Reviewed this may be why patient is experiencing discomfort if therapy was off and patient turned it back on again. Patient indicated they would not expect stimulation to be too strong at 2.2. Reviewed how to turn therapy back off again and patient confirmed they already feel a lot better and got relief. Reviewed risks of ins migrations and falls and recommended patient keep therapy off until they can be seen by managing physician. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.